Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) was "not firing properly" and exhibited loss of capture. The ipg remains in use. No further patient complications have been reported as a result of this event.